Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level (bg) rose above 400 mg/dl while wearing the pod between 24 and 36 hours on their leg. After multiple unsuccessful attempts to correct their bgs, the patient delivered insulin via an insulin pen. The patient's bgs then rapidly dropped down to 129 md/dl, which resulted in the patient passing out for 22 minutes and breaking their foot. The patient was groggy and "sickly" prior to passing out and was trying to eat something to raise her bgs. When the patient woke up, she was able to treat her low bgs by eating a banana, sugar packets, and drinking juice. The patient also reported having the flu at the time of the event and had not eaten in the past 24 hours prior to passing out. She sought medical attention for her broken foot and had to wear a cast. The patient has made a full recovery from her foot injuries.

Manufacturer narrative:
The pod was received fully deployed. A tear in the exposed portion of the soft cannula was observed. The timing and cause of this damage is unknown. The pod data indicated there was no struggle to deliver insulin. It could not be determined if the observed damage contributed to the reported failure to deliver insulin.